Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the white tip on the end of the device fell off. It is unknown if it fell into the patient. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that when attempting to activate the device a on a generator gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The discolored and cracked blade is not related to the reported issue of the detached tissue pad. Device b was returned with the tissue pad melted and partially detached and the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received. The tissue pad was found to have the damage at the tip, the clamp arm may damage the blade by coming in contact in this area. Based on the condition of the tissue pad, a possible cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. (B)(4).